Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one powered handle opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No visual abnormalities were noted for the handle or adapter. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 16 autoclave cycles for the handle. The eeprom displayed drive motor error codes. A pmv battery pack was loaded into the device. The handle displayed blue lights and a blinking green light above the handle status symbol. The handle was disassembled for troubleshooting. It was determined that the bldc (brushless direct current) board was responsible for the reported condition. A break in connection internal to the bldc board led to an intermittent connection to the drive motor, leading to intermittent occurrences where the drive motor could not successfully complete calibration. Functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the failure to calibrate. The observed failure was most likely caused by an internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a lobectomy, when the battery was inserted into the handle, status indicator illuminated blue, handle symbol was flashing green and white lights turned off. A new device was used to correct the problem. There was no patient involvement. It is unknown if reinforcement material was used. Operating time was not extended.